Manufacturer narrative:
The pins are not available for eval. Review of the device history record cannot be performed as the lot code is unk. The cause of penetration cannot be determined based upon the available info. The accompanying IFU cautions that the torque limiting caps are set for eight inch pounds and should not be used where adequate bone does not exist for support eight inch pounds of torque. Pin penetration of the skull is identified as a possible adverse event. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports, the skull pins penetrated the pt's skull on application of the standard torque pressure. The pins remain in place securing the halo crown to the pt's skull.